Manufacturer narrative:
Accuray is investigating this issue and will provide results when available.

Event description:
Accuray is investigating a potential use error. No serious injury has been reported to date due to this issue.